Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 8/27/25 the user reported that the ilet device was dropped in water and subsequently stopped working. A replacement ilet was shipped overnight. No adverse health effects, hospitalization, or long-term complications were reported.